Event description:
It was reported that pump touchscreen did not respond to customer input, and touchscreen responsiveness test failed even after pump reset. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to clean and dry hands and screen, perform touchscreen test, and reset pump, and when issue persisted, customer service arranged replacement pump and instructed customer on storage mode, shipping address confirmation, and return of affected pump.